Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va11luq, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor. It was reported the patient had a lead revision on the day of report due to lead placement. They used the existing ins. The patient had not gotten relief of their symptoms since the original implant in late (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was very disappointed with the bladder stimulation implant. The patient indicated that the results on the implanted device do not compare with the trial. The patient has had the device removed and re-implanted but still doesn't work. The patient has paid for 2 implants with no good results. There were no further complications or anticipations reported with this event. Refer to (B)(4) for information related to lack of therapy with the device (maybe new).